Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient had a low heart rate. The implantable pulse generator (ipg) device was not functional and was unable to be interrogated. Additional information from the clinic disclosed that the patient had chest pain. The device was replaced due to a ¿dead battery.¿ it was also reported that the right ventricular (rv) lead measured high threshold. The lead was replaced. No patient complications have been reported as a result of this event.